Event description:
Pt was having a biopsy of her breast, upon x-ray of the clip, it was noted that a small burr from the biopsy needle was left behind. Needles were examined prior to procedure and no defect noted.